Manufacturer narrative:
The reported event of premature battery depletion was not confirmed in the lab. Interrogation of the device revealed the device had reached its elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Pacing, sensing, impedance, high voltage output, and patient notifier were all tested on the bench with no anomalies detected.

Event description:
It was reported that the device was found at its elective replacement indicator (eri). Premature battery depletion was suspected. Device replacement was anticipated, the patient was stable, and there were no adverse consequences.

Event description:
It was reported that the device was explanted and replaced. The patient's condition following the procedure was stable.